Manufacturer narrative:
(B)(4). Date of birth: year of birth - (B)(6). Concomitant medical products: unknown femoral component, unknown tibial tray, unknown tibial bearing. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03389, 0001822565 - 2020 - 03390.

Event description:
It was reported the patient underwent a revision of left tka due to implant and bone fracture. After the revision, the patient experienced a traumatic wound dehiscence to the surgical site with a 10cm open wound after a fall due to unknown reasons at home. The patient underwent an irrigation and debridement and was provided IV antibiotics approximately one week post revision. The patient later experienced another wound dehiscence with suspected infection. The patient underwent another wound irrigation and debridement with an expected 2 stage revision to begin the following week. The patient was then revised approximately 4 weeks post revision. Tissues were again debrided and irrigated, and samples were sent for testing. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified wound dehiscence with infection present where product removal was required. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.